Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to linked patient identifier (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that error e116 or error e118 occurred on the camera control unit, even though the power was turned on and the connector was not plugged in. The issue occurred during the procedure with multiple camera heads, and it was completed with a replacement camera control unit. There were no reports of patient harm.